Manufacturer narrative:
Repairs have not been completed.

Event description:
The account's maintenance stated the composer cable has been pulled from its bracket on the left head siderail and bare metal wires were visible.